Event description:
It was reported that the patients pump had been mis-programmed . As reported, the physician (qualified with a practice of more than 10 years) scheduled the pump for intrathecal infusion of lioresal (baclofen) for an unspecified indication from an unknown date at an unknown dose in mcg/day instead of mcg/hour. In total, the patient received within 6 hours 6 times the daily dose of lioresal (250 mcg 6 times or a total of 1500 mcg) (as reported). There was no blocking alarm when the dosage was greater than the previous dosage prescribed, but the system regularly requested to confirm the scheduling. On an unspecified date, the patient experienced coma by respiratory distress due to lioresal overdose. The pump was discontinued via a magnet. The patient was mechanically ventilated waiting her awakening. On an unspecified date 48hours later, the outcome was favorable. The pump was rescheduled to avoid withdrawal effects. The final outcome of the wrong pump programming was not reported and for other events was complete recovery. Causality of the wrong pump programming was not reported and for other events was suspected. The seriousness of the events was not reported. This device system delivered lioresal. Additional information has been requested but was not available at the time of the event.

Manufacturer narrative:
(B)(4).